Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to be dislodged. Sensing and threshold were still adequate but their values have decreased and increased respectively. The lead was repositioned and still remains in service. No additional adverse patient effects were reported.